Event description:
A malfunction alarm, identified as malf 16, was reported and confirmed to occur without any notable predating events. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump and instructed the customer to use manual daily injections (mdi) as a backup therapy. Instructions were given on how to put the pump into storage mode and to return it using a pre-paid label within 10 days, which the customer acknowledged.